Event description:
It was reported that pump displayed malfunction alarm malf 0. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and call back if any additional malfunction codes appeared, which customer acknowledged and understood.